Event description:
Boston scientific crm received information that this patient fell and when there pacemaker was checked, right ventricular (rv) oversensing, pacing inhibition and asystole was observed. A lead revision was performed where the lead was surgically abandoned and a new rv lead was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.